Event description:
The customer reported that the pacing option was disabled on their device with pacing.

Manufacturer narrative:
(B)(4). The customer reported that the pacing option was disabled on their device with pacing. This could result in an inability to provide pacing therapy. The customer reported having replaced the processor pca in november. Replacing the processor pca requires entering the option code on the back of the device to insure correct options are enabled. The customer enabled the pacing option to resolve the issue. We are considering this a malfunction in servicing by the customer.